Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine replacement procedure to exchange the related pacemaker, a fracture of this right atrial (ra) lead was observed via x-ray. It was noted that the brady setting will remain at vvi 35 beats per minute. This lead remains implanted and in service. No adverse patient effects were reported.